Manufacturer narrative:
The reported meter was returned and investigated. Inserted retain batteries on returned meter, did not observe indicator light flashing. The meter did not power on with button depression, cal bar/strip insertion and insertion of usb cable. Meter was sent for further investigation and de-cased. A visual inspection was performed and no issues were observed. Visual inspection was performed on the meter printed circuit board assembly (pcba) and pressure was applied to the central processing unit (cpu). The issue is confirmed due to poor soldering of the central processing unit (cpu). All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated. Flashing indictor light was not observed. The meter did not power on with button depression or strip insertion. Meter was de-cased meter and performed internal visual inspection, no issues were observed. Returned meter was placed into the fs neo electrical pcba (printed circuit board assembly) test fixture and applied pressure to the cpu. Meter turned on with applied pressure. Extended investigation has been performed, while troubleshooting to component level, the meter was observed to be powered on upon button depression. No power issues were observed with the meter. Issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted. This also serves as a correction report. Section h6(adverse event problem), h10(addtl mfg narrative) were incorrectly documented in the previous report. Correction has been made.

Manufacturer narrative:
The reported meter was returned and investigated. Inserted retain batteries on returned meter, did not observe indicator light flashing. The meter did not power on with button depression, cal bar/strip insertion and insertion of usb cable. Meter was sent for further investigation and de-cased. A visual inspection was performed and no issues were observed. Visual inspection was performed on the meter printed circuit board assembly (pcba) and pressure was applied to the central processing unit (cpu). The issue is confirmed due to poor soldering of the central processing unit (cpu).all pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.